Manufacturer narrative:
The tech replaced the ac power cord plug to repair the bed.

Event description:
Info received indicates while completing a preventive maintenance check on the bed, the tech found an open ground on the power cord due to a broken ground pin inside the power cord plug.